Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: hybrid endografts in ¿wide neck¿ abdominal aortic aneurysm in patients unfit for open surgery: the funnel technique ¿ case report and review of the literature amico et al, vascular. October 2020. Doi:10.1177/1708538120962616. Patient deaths were reported however were not considered device related. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii/iis stent graft systems were implanted in patients' in conjunction with valiant stent graft systems and non mdt stents during off label funnel technique endovascular aortic repair (ft-evar) procedures on an unknown dates. The following adverse events were reported: type ia endoleaks, stent graft migration with reintervention/surgical conversion. The cause of the events are undetermined.